Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5078789.

Event description:
It was reported that the patient that is enrolled in the a7007 relief 2 clinical study experienced high impedances on the lead of the spinal cord stimulator (scs) system. It is unknown if the patient experienced any stimulation related effects due to the high impedances. The patient underwent a procedure in which the lead was replaced. It is not clear as to which of the two implanted leads exhibited high impedances and was replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/ batch: (B)(6).

Event description:
It was reported that the patient that is enrolled in the a7007 relief 2 clinical study experienced high impedances on the lead of the spinal cord stimulator (scs) system. It is unknown if the patient experienced any stimulation related effects due to the high impedances. The patient underwent a procedure in which the lead was replaced. It is not clear as to which of the two implanted leads exhibited high impedances and was replaced. It was additionally stated that the procedure was not associated with an adverse event. It was also stated that the device was disposed of by the facility.